Event description:
It was reported that during a da vinci hysterectomy procedure, the patient side manipulator (psm) arm faulted with an error code 23002. Customer reported the problem to intuitive surgical, inc. (Isi) technical support after the case was completed. Isi field service engineer visited the site and repaired the system by replacing the arm. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the patient side manipulator (psm) arm failed the brake weight drop test during analysis. Although this failure was found during in-house testing if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the psm arm failed the in-house brake weighted drop test. The arm was upgraded with the newest brakes, brake gears, brake bearings and brake shaft to correct the problem. This complaint is being reported due to the two patient side manipulator arms failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.